Event description:
A malfunction was reported on the customer¿s pump, with no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump and successfully reloaded insulin and started the sensor. After resetting, the malfunction code did not recur. Technical support advised the customer to continue using the pump and to call back if the issue occurs again.